Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the field service representative (fsr): I looked at this pump on-site and I believe the pump will need a new pump motor to repair the problem, we are not replacing pump motors in the field at this time so the roller pump was sent in to manufacturer for repair.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial roller pump displayed an "overspeed" error message on the pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay, there was no blood loss, nor adverse consequences to the patient. Per the clinical review on 30-aug-2016: according to the perfusionist (ccp), the patient was at 32 degrees celsius (c) when the arterial roller pump stopped and an overspeed message was posted on the pump. The ccp re-started the pump but it stopped again within few seconds. The ccp hand cranked the roller pump for about a minute as one of his associates prepared a back-up sarns 8000 roller pump. He stopped hand cranking and the raceway tubing was clamped and removed from the roller pump. Power, stop-line, and battery cables were un-plugged from the pump and the pump was removed from the base. The back-up pump was placed on the base and power, stop-line, and battery cables were connected. The arterial pump tubing was placed in the new "back-up pump" and the clamp was removed. The new pump was started and the occlusion and flow rate was adjusted to match the arterial line pressure prior to the overspeed alarm. According to the ccp, the change over to the new pump took about one minute. The case was delayed by about two minutes. The procedure was completed successfully, without associated blood loss and no harm was observed.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the roller pump entered over speed 1 every time the forward buttons were pressed because of a defective motor. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.